Manufacturer narrative:
Investigation summary: fives photos were received and evaluated. The photos depicted a closed and then opened shelf carton with a stack of strips of safetyglide needles inside. It appears that there was one strip of green product 21g x 1-1/2 (p/n 305917) on top of eight strips of pink labeled product 18g x 1-1/2 (p/n 305918). Some of the pink colored strips had batch # 8143762 visibly printed by the peel tab. The shelf carton itself had batch #8143746 (p/n 305917) printed on the outside. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect mfg dates: 6/06/2018 (23:30) ¿ 6/07/2018 (21:00). Product change from 8143762 (305918) 18 x 1-1/2. Line clearance recorded completed @23:30 (kt) and verified @23:35 (op). Fpi recorded @23:30 on 1/1, 0/40. Additional inspection @23:30 on 1/1, 0/40. 23 hourly inspections performed. Based on the description of the presence of no batch printed on the 305918 pink top web followed by a strip with the current 8143746 batch #, it is likely that a top web change had occurred due to the product change from 18 x 1- 1/2 to 21 x 1-1/2. This is supported by the DHR reviews as well as the investigation of the packaging process. Scope: defects received by customer: (B)(4). Potential defects per batch with identical carton configuration: (B)(4). Potential worst case: additional 8 cartons fully filled with product 305917 are possible to also be in incorrectly. Identified shelf cartons packaged prior to the complaint samples. Therefore, worst case: (B)(4). Probable root cause: inadequate line clearance. A. Based on the investigation performed, it is likely procedures were not followed and the top web and product already in blisters from the previous batch was not cleared from the machine upon restart. It was then placed into the new cartons with p/n 305917 and labeled with the new batch # 8143746. Inadequate detection controls in place. A. No automated controls were in place at the time of this batch manufacture to detect this failure mode. Corrective action: retraining of all associates was completed 6/13/2018. Accountability actions will be pursued for associates involved with improper line clearance for batch #8143746. Line clearance procedures and process control forms were modified to reflect improved practices. Push and hold function was implemented to detect this type of mixed top web on the packaging machine during product change.

Event description:
It was reported that the box of 21 gauge, material# 305917 bd safetyglide¿ needles contained incorrect 18 gauge, material# 305918 needles in it. Additionally, the incorrect needles had the correct needles' batch# 8143762 printed on their blister packaging. Another needle had no batch number printed on the label, while another needle had batch# 8143746 printed on the label. All defects were found before use. The following information was provided by the initial reporter: "during the packing of faslodex batch ra682, an operator found 40 rogue becton dickinson (bd) safety glide needles in a needle bulk box. The correct needles are part number 305917, 21 gauge. The rogue needles were part number 305918 18 gauge. The batch number of the correct needles was 8143746. It was noticed that of the 8 rogue needles strips, 6 had batch number 8143762 printed on the blister, 1 had no batch number printed and 1 had 8143746 printed. A total of 37 packed batches have used this needle batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of 21 gauge, material# 305917 bd safetyglide¿ needles contained incorrect 18 gauge, material# 305918 needles in it. Additionally, the incorrect needles had the correct needles' batch# 8143762 printed on their blister packaging. Another needle had no batch number printed on the label, while another needle had batch# 8143746 printed on the label. All defects were found before use. The following information was provided by the initial reporter: "during the packing of faslodex batch ra682, an operator found 40 rogue becton dickinson (bd) safety glide needles in a needle bulk box. The correct needles are part number 305917, 21 gauge. The rogue needles were part number 305918 18 gauge. The batch number of the correct needles was 8143746. It was noticed that of the 8 rogue needles strips, 6 had batch number 8143762 printed on the blister, 1 had no batch number printed and 1 had 8143746 printed. A total of 37 packed batches have used this needle batch."